Event description:
Reportedly, a customer had a patient sustain a pad site injury for which the patient ended up having some minor grafting done. The pre was placed on the upper thigh and the generator setting was 150 watts and then increased to 170 watts in the cut mode. Activation times were lengthy and conducive irrigation was used, what kind is not known. The injury is described as bright red and blistered all of the wasy around the edge of the pad not just the leading edge. The adhesive fluid barrier is where the most serious of the injury was located. The redness faded away to pink going away from the pad. Inside the fluid barrier (the area of the electrodes) was clear but left an outline of the pad all the way around the outside edge. The generator was checked out by the biomed and found to be functioning normally.